Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with device use. The patient was treated with corticoids; however, the issue did not resolve.

Manufacturer narrative:
A CT scan confirmed proper device placement. The recipient is reportedly still experiencing pain and discomfort with device use. The recipient has reportedly discontinued use of the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient has reportedly stopped using the processor. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was lost to follow-up; no additional information is available. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly using the device every day. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.